Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received a no delivery alarm while she was changing the reservoir in her insulin pump. Her blood glucose was 337 mg/dl, which the customer treated with a bolus. The customer declined to troubleshoot. She was advised to clear the alarm. The customer was advised to disconnect and reconnect the tubing and the reservoir and to verify the connection was secure. The customer did not have a plunger to see if insulin would exit the tubing. The customer was advised to change the entire set as soon as possible. Nothing further was reported.